Manufacturer narrative:
Section d4 (model number) has been corrected.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine follow-up. Generator replacement was advised. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine follow-up. Generator replacement was advised. The device is scheduled to be replaced on january 16. This device currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine follow-up. Generator replacement was advised. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.